Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and insulin pump had under delivery alarm. Blood glucose level at the time of the incident was 587 mg/dl which was treated with bolus. Customer stated that they had nausea, dizziness. The insulin pump will be replaced, and customer did not agreed to return the product for analysis.